Manufacturer narrative:
Manufacturing site listed in this incident report was incorrect. Related manufacturer reference number: 3006705815-2019-04340 and 3006705815-2019-04341 have been submitted to document the correct manufacturing location.

Manufacturer narrative:
During the processing of this incident attempts were made to obtain complete device and patient information.

Event description:
Related manufacturer reference number: 1627487-2019-11432. It was reported during a procedure to address lead migration (reference manufacturer report 3006705815-2019-03889 and 3006705815-2019-03890), the physician was unable to implant replacement leads due to scar tissue. As such, the physician opted to explant the system.